Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient began treatment with amikacin (300 mg/ day) ip, for peritonitis. On an unreported date, the patient was treated with vancomycin (5 days/1 gram), ip for peritonitis. Approximately three weeks later, the patient discontinued amikacin therapy and was discharged from the hospital. The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(6). This report involves the same patient as in cmplnt-(B)(6) and cmplnt-(B)(6). Additional information: the exact age of the patient was unknown; however the patient was born in (B)(6). This report involves an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted.